Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that the patient reported there were holes in the tubing. They received the administration set from the patient. The initial reporter stated he could not see any holes in the tubing, however, when priming the set, he could see bubbles forming in the set and bag. Mmdg made three attempts to follow up and gather additional information, but no other information was available. (B)(4).